Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e101 error could not be identified. However, it¿s likely the cause is related to a faulty fan. A definitive root cause of the faulty fan could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite xenon light source¿s fan was not rotating, and the unit was displaying an e101 error code. According to the initial reporter, this event occurred during a diagnostic procedure. Reportedly, the subject device was used to complete the procedure without any report of patient harm. The initial reporter also confirmed that the subject device was not inspected prior to use.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Both the fan failure and the e101 error code were found during the evaluation. Additionally, it was noted that the unit¿s high brightness mode was not usable due to a worn detection lever. If additional information becomes available following the device evaluation, a supplemental report will be filed.